Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). Two monosyn sutures bent on different days.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 13 unopened pouches analysis and results: there are no previous complaints of this code batch. Received another complaint of this code batch, the same day and from the same hospital, but two different incidents. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The needles of the closed samples received were tested for bending strength and the results are into the current range for these needles: 9.05 nxcm in minimum. Current minimum bending strength for these needles: > 8.71 nxcm. 9.18 nxcm in average. Current average bending strength for these needles: 9.06 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use:"care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fiber is attached or the needle point". Final conclusion: complaint is not justified. Although the results are into the current range for these needles, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product, but a credit note for one box of product will be issued as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.